Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. The field service engineer (fse) found that the pyxis bus cable was loose at drawer 4. The cable was reseated, and the system functioned as expected. Testing was completed in hardware test application (hta), and the customer confirmed normal operation. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 4.1 and 4.2 failed and were not detected on bus. The customer stated that the station had already been rebooted; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.